Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the supplies on the pump and resumed delivery. As the occlusion alarm occurred in the past, tandem technical support was unable to perform troubleshooting. Shortly after changing the supplies, the customer reported elevated blood glucose (bg) level ranging from 288-293 (mg/dl). The customer delivered a correction bolus via the pump. System check was performed and showed that the pump was delivering insulin as intended. Additionally, the customer recommended the customer recently switched from inset infusion set to the contact detach and may be having some type of inflammatory response to the steel needle. Recommendation was made to perform a infusion site change and to continue to monitor bg level.